Event description:
The patient's mother reported that she has identified a few infusion set needles that are slightly bent in the same box. She reported that the box did not show any signs of tampering or damage prior to opening. The mother did not report any physiological effects associated with this issue. The product was requested to be returned for evaluation. The patient did not require medical assistance from a health care professional or second party to address the issue.